Event description:
It was reported that during an afib procedure, the patient suffered a perforation to the left atrial appendage. An echo test was done to confirm the perforation. Patient suffered cardiac tamponade and pericardiocentesis was performed. Patient is in critical condition. There was no indication that any bwi equipment malfunctioned during the procedure.

Manufacturer narrative:
Upon follow-up with the facility, it was confirmed that the patient was sent to the operating room and was then placed in the ICU for observation. The facility also indicated that none of the bwi products malfunctioned during this event. The catheter involved in the procedure was discarded and service to the equipment has been declined by the facility. If the product is returned to bwi in the future, an analysis will be performed and a 3500a supplemental will be submitted to the FDA. Concomitant products: carto 3 system: catalogue # fg540000, (B)(4). Stockert 70 rf generator: catalogue # s7001, (B)(4). Coolflow irrigation pump: catalogue # cfp002, (B)(4). (B)(4).